Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that several attempts to find a position where the lead would pace was unsuccessful. The patient became anxious and intolerant. A new lead was implanted.